Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements above 3000 ohms. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.